Manufacturer narrative:
(B)(4). The devices involved in this incident have been requested for evaluation. Should the devices be returned, evaluation results will be provided in a follow up report. A batch review for the product lot 06m025 has been requested, and will be provided in a follow-up report.

Event description:
The national complaint coordinator for baxter (B)(4) reported an alleged overinfusion observed on two infusor lv during patient infusion via intravenous injection. Both devices were used on the same patient. The first device was filled with 3000mg of 5-fu and 167ml of normal saline. The total fill volume was 225ml. The medication was infusion in 40 hours. The second device was filled with 400mg of 5-fu and 145ml of normal saline. The total fill volume was 227ml. The medication was also infused in 40 hours. The expected duration of both infusion 46 hours. The devices were not used prior to the incident. A patient control module (pcm) was not used during each therapy. There were no reports of patient outcome, injury, or medical intervention associated with the reported condition. The following information was not known: (1) the location of the infusor with respect to the flow restrictor and (2) the temperature fo the device.